Event description:
Reporter alleged that upon evaluation of the blood glucose monitoring device by the co evaluation dept; it was determined there was melting in the area of the contacts. Original reporter indicated stated the device screen was blank when it is inside its base unit and there was no power. A request was made for the return of the suspect device and replacement product was sent.